Event description:
Kendall health care received phone call on 4/24/00 from the clinical coordinator of a hosp reporting that a nurse was giving an injection with a 3cc syringe and was stuck by the needle after the injection was given. The nurse was using a 3cc safety syringe and was using right hand to slide the safety sheath over the needle, however, the sheath came off and the needle penetrated the nurse's hand.